Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309623; batch#: 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle was broken. The following information was provided by the initial reporter: rcc received a complaint via email. Issue - gattex - administering difficulty. Item: 309623. Lot: 3340120. Additional information: date of awareness is on 23sep2024. Ae was clearly stated in the complaint description: patient stating that her needles are hard to use, while injecting the medication doesn't want to come out. Patient also mentioned that the needle broke off into her stomach. Patient reports that the "needles are terrible and bend. They are sharper and shorter and got stuck in my stomach this morning." Is requesting different needles be sent to her. No further information provided.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR - needle broken. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.